Event description:
It was reported that the endoscope reprocessor was being used with an unapproved cleaning agent. The issue was observed during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause of the reported disinfectant concentration not checked before reprocessing, and the aseptic checker not used issue could not be determined, however, it is believed that the user did not read the IFU carefully and therefore did not understand use of acecide test strips. An olympus endoscopic support specialist (ess) provided the facility with documentation including the acecide-c instruction manual, as well as the quick reference guide and testing strip log that should be used. The event can be detected/prevented by following the instructions for use which state: chapter 3, inspection before use: 3.10: checking the disinfectant solution concentration level prior to reprocessing, check the concentration of the disinfectant solution using a test strip to verify that the concentration of disinfectant solution meets the minimum recommended concentration. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life. Warning: the use life of the disinfectant solution may vary depending on many factors, including storage conditions, and the temperature of the environment where the equipment is installed. Routinely check the concentration of the disinfectant solution with the test strip before performing endoscope disinfection. If this check is not performed, the disinfection process may be ineffective. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life. Olympus will continue to monitor field performance for this device.